Manufacturer narrative:
Device evaluated by MFR.: upon receipt at boston scientific's post market laboratory, the farawave catheter was visually inspected. Visual inspection of the device noted no abnormalities and no evidence of foreign material present in the device. Functional testing was performed, and a guidewire was able to be inserted through the catheter with no issue. The catheter spline array was also able to be deployed and undeployed with no resistance.

Event description:
During a pulse field ablation for pulmonary vein isolation, a farawave catheter was selected. Upon opening, white marks were observed on the handle and a white substance was noted in the flush port. The catheter was replaced. However, the second catheter exhibited the same issue upon opening. Therefore, a third catheter was used to complete the procedure without further complications. The catheter was returned for laboratory analysis.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
During a pulse field ablation for pulmonary vein isolation, a farawave catheter was selected. Upon opening, white marks were observed on the handle and a white substance was noted in the flush port. The catheter was replaced. However, the second catheter exhibited the same issue upon opening. Therefore, a third catheter was used to complete the procedure without further complications. The catheters are expected to return for laboratory analysis.